Event description:
Event took place in (B)(6) and has not been reported to (B)(6). Summary of user's narrative from initial report: "upon removal the catheter broke. Fragment remains with patient. Happened 2 times"

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant device history records and the raw material history files did neither indicate recorded quality problems nor rejections related to this incident at any time. If any further information is becoming available, MFR immediately will inform FDA. If no further information is becoming available, MFR considers this file as closed.